Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Manufacturer narrative:
B3 date of event: corrected.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date it was noted that the filter was tilted. No patient complications were reported. It was further reported that on (B)(6) 2012 the patient presented with a pyloric channel ulcer and severe ulcerative changes in the mid distal esophagus. The right groin and the right femoral vein was cannulated. A guidewire was placed up into the central circulation into the inferior vena cava (ivc). Dilators were placed and the introducer was place. A venacavogram was done which showed the right renal vein coming off the l1 level and the l2 interbody. The greenfield filter was placed just below this. The patient tolerated the procedure well and was in stable condition. On (B)(6) 2017, an abdominal computed tomography (CT) scan revealed the apex of the filter was 1.3cm below the lowest renal vein. The filter was tilted with the apex touching the left anterolateral wall of the ivc. There were not struts perforating the wall of the ivc and no broken or bent struts. There was no evidence of ivc stenosis.